Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A compound break was noted from the distal end of the catheter. The edges of the compound break were noted to be uneven, and surface was noted to be round and smooth on both regions. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the catheter was allegedly broken. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that sometimes post a port placement, the catheter was allegedly broken. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.